Manufacturer narrative:
The reported complaint of "the thermogard xp ivtm system (sn: (B)(4)) displayed tcmid:05 (coolant diff failure) error message" was confirmed based on the review of the event logs and during the functional testing. During investigation, the tip of the lm34 temperature sensor was found to be corroded, which most probably caused the console to display the tcmid:05 error message intermittently. The root cause of the corrosion was saline spillage into the system, possibly as a result of a damaged start-up kit (suk), most likely caused by user mishandling. During visual inspection of the returned thermogard console, it was noted that the drip pan was missing, white rollers were observed to be worn, and the module power input 10a was loose. The observed issues are unrelated to the reported complaint. The missing drip pan is attributed to user mishandling. The root cause of the other observed physical damages could be due to user mishandling and/or due to normal use of the device. All the missing and damaged parts will be replaced to address the issues. The event logs were reviewed and multiple tcmid:05 (coolant diff failure) error messages were observed to have occurred on the customer's reported event date; thus, confirming the reported complaint. Unrelated to the reported complaint, further review of the event logs showed an occurrence of a tcmid:08 (coolant temp low) error message around the customer's reported event date. The root cause of the tcmid:05 and tcmid:08 error messages was the defective/corroded lm34 temperature sensor, which will be replaced to remedy the faults. The thermogard xp ivtm system passed the initial functional testing, unable to duplicate the customer's reported complaint. During further functional testing, traces of dried saline were noted in the pump raceway. It was noted that the accumulation of the saline in the raceway and subsequent seepage into the system resulted in the corrosion of the lm34 temperature sensor, which caused the console to display the tcmid:05 error message intermittently; thus, confirming the reported complaint. Awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for thermogard console with serial number (B)(4).

Event description:
The thermogard xp ivtm system (sn: (B)(4)) displayed tcmid:05 (coolant diff failure) error message. No further information was provided. Patient use information was requested, but no additional information was provided; therefore, patient use is unknown.